Event description:
A patient was implanted with a prodisc l device. It was suspected that the patient had a pars fracture. The implant was removed and the patient fused on (B)(6) 2024.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device. It was suspected that the patient had a pars fracture. The implant was removed and the patient fused on (B)(6) 2024. The DHR reviews for the endplates found no anomalies associated with the complaint. A DHR review for the poly inlay could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant devices were not returned following the removal surgery therefore no device evaluation could be completed. Imaging was not provided. The reason for the removal was due to a possible pars fracture. The submission is 2 of 3 devices involved in this event.